Event description:
Tech stated the trend and rev trend functions do not operate, no injuries were reported. This is a brand new re-manned bed. He found a broken wire in the ribbon cable. He replaced the ribbon cable to resolve.